Event description:
Procedural images review: the procedural images confirm the presence of a lesion in the proximal lcx and in the mid rca. The lesion resistance to complete stent expansion was also evident.

Event description:
Additional information received. It was reported that a dissection occurred after implantation of the endeavor resolute stent in the proximal lcx.

Manufacturer narrative:
(B)(4)

Event description:
During the index procedure one endeavor resolute rx drug-eluting stent was deployed at 30 atms in the proximal lcx. It was reported that after deployment of the stent there was a distinct retraction in the ostial area and so the physician deployed another brand of stent at 20 atms inside the resolute rx stent with optimal result. The lesion in the proximal lcx exhibited moderate calcification, less than 45 degree tortuosity with pre procedure diameter stenosis of 91%. The lesion had not been pre-dilated prior to the stent deployment. The patient was free of symptoms at the 30 day, 6 months, 1 year, 1.5 year, 2 year, 2.5 year, 3 year and 4 year follow up.

Manufacturer narrative:
Results: inherent risk of procedure (dissection). (B)(4).

Manufacturer narrative:
Evaluation, results: calcified lesion with 91% stenosis most likely resulted in the stent mal apposition. 205- stent deployed at 30atms (rbp = 16atms). Inherent risk of procedure (incomplete stent apposition). Evaluation, conclusion: (lesion morphology) - calcified lesion with 91% stenosis most likely resulted in the stent mal apposition. (B)(4).